Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the device exhibited a diagnostics anomaly. After diagnostics were cleared, normal device function resumed. The patient's condition was stable.